Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n195753013, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8590-1, lot# n196603, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump was filled by the managing physician prior to surgery. The pump's indication for use (IFU) was listed as non-malignant pain and failed back syndrome. The event date was (B)(6) 2015. The pump elective replacement indicator (eri) had occurred and was being replaced on schedule. The catheter was 15 years old. The physician was unable to aspirate during the pump replacement and made the decision to replace the catheter. The pump and catheter were replaced on (B)(6) 2015. Concomitant medication was dilaudid. Specific patient symptoms, cause of the event, troubleshooting/diagnostics,intrathecal medication, concentration, dose, lot number, therapy dates and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.